Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted at the abdomen on (B)(6) 2017. No additional event or patient information is available. Data was provided. Review of the data log confirmed the report of an inaccuracy. A root cause could not be determined via data.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Performed voltage test and passed. Performed functional test: passed. Performed pairing test: passed. Performed share log review: inaccurate cgm values found in the log on within the investigation window. The customer's complaint was confirmed because there was an indication of an inaccurate cgm. A review of the downloaded receiver log confirmed the reported event of inaccuracies. A root cause could not be determined.